Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, one sample was retrieved from current production at the manufacturing facility. A visual inspection was performed and there were no obvious defects found. It was also observed that the 15mm connector was partially inserted into the tube. Dimensions for the inner diameter of the connector and the outer diameter of the slick stylet were measured and were found to be within specification. It could be seen on the production sample that there was a connector insertion depth mark on the tube, indicating that the connector had been firmly seated in the tube. The et plain tube is supplied with a partially inserted 15mm connector and the connector assembly was designed in such a way that the connector can be removed and reconnected back to the tube when the tube is cut to the desired length. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned for evaluation, and no defects were detected on a sample selected from current production.

Event description:
The customer alleges that the tube is disconnecting from the connector while bagging a patient. No patient injury reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the tube is disconnecting from the connector while bagging a patient. No patient injury reported.